Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: not observed calcification on the surface of the shell. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right capsular contracture grade iii and calcifications. Device has been explanted. Treatment includes compression, massage, and us.

Manufacturer narrative:
Continued e.1 postal code : (B)(6). Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right capsular contracture grade iii and calcifications. Device has been explanted. Treatment includes compression, massage, and us.